Event description:
It was reported the numbers on the customer's insulin pump were ramping up. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
During testing, the down arrow button did not respond due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.